Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Replaced main printed circuit board assembly . Performed owner verification process and performance check, all passed. All work accomplished per vela service manual. Ventilator is operational and meets specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. No investigation performed as this item was received with evidence that exhalation flow transducer pt802 has been replaced with a different type of transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device failed while on a patient, on the vela ventilator. The customer reported there was no patient harm associated with the reported event.